Manufacturer narrative:
For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve was replaced to resolve the reported issue. For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced flow problems. 1 resulted in loss of manual ventilation and 1 resulted in loss of manual ventilation because the manual ventilation bag was not deflating in bag mode. These reports were received from various sources. Of the 2 events, 1 report did not involve a patient, and 1 did involve patient. The patients age was (B)(6) years old, no other patient information available.